Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and libre sensor, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date reported as "(B)(6) 2020." The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the sensor tip of the adc freestyle libre 2 sensor remained in the skin upon removal. In (B)(6) 2019, the sensor tip became lodged into the customer skin, and the areas continued to swell in size. Hcp contact was made in (B)(6) 2020 and the hcp opened up the skin to remove the remaining parts of the sensor filament. No medication was prescribed. There was no report of death or permanent injury associated with this event.